Event description:
The info provided to sjm indicated the valve was explanted over 13-yrs after implant, due to pannus and an elevated gradient. According to the physician, the event was caused by pannus and was not due to the device itself. The valve was removed and replaced with an sjm tissue valve. The pt was reported to be in stable condition and no further info will be provided.